Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019, (B)(6) 2019, (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. It was reported that the patient experienced severe and chronic pain and discomfort, inflammation, adhesions, fistula, adhesions to small intestine, abdominal wall reconstruction, bowel obstruction, adhesions to bowel and bowel resection. The patient had two (2) previous mesh products implanted on (B)(6) 2015 which are captured in separate files. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2020. (B)(4) submitted for adverse event which occurred on (B)(6) 2020. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.